Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot. A root cause cannot be identified at this time. (B)(4).

Event description:
A patient's attorney reported that during a cataract removal with intraocular lens (iol) implant procedure, a haptic was broken and was later excreted by the body (i.e. The patient removed a piece of plastic/acrylic from her eye postoperatively). A few days after the procedure, the patient's visual acuity was noted to be worse than it had been before the surgery. In one eye the patient is hyperopic and is myopic in the second eye, which hinders the patient's functioning. It is suspected that the iol power was not calculated appropriately, and that the incorrect iol power was implanted. Additional information has been requested.